Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to continue using the current pump to ensure uninterrupted insulin delivery.